Manufacturer narrative:
(B)(4). The pump has been returned to animas and evaluated by product analysis on (B)(4) 2014 as follows: the daily insulin delivery totals correctly reflected the user's programmed basal rates. There was no activity outside of normal use observed in the black box or download history. The pump passed a delivery accuracy test and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hyperglycemic event associated with alleged inaccurate delivery from the pump. The reporter stated that on (B)(6) 2013, the patient was seen in the emergency room for blood glucose greater than 500mg/dl with no symptoms reported. It was reported that the patient was treated with insulin via the pump and unspecified IV fluids. At the time of the complaint, the reporter stated that the patient had been off of the pump for a month. Review of the bolus history revealed that the bolus totals did not match the basal delivery and history totals. This complaint is being reported for an alleged hyperglycemic event associated with an alleged inaccurate delivery from the pump.